Manufacturer narrative:
Device return requested. There are previous complaints on this device not related to this issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/06/2024, znyo medical received a report from a customer reporting that the pump had failed high occlusion test. No patient harm/injury reported.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The device was returned on 8/13/2024 and tested on 11/5/2024. The reported issue is not confirmed in testing. The 30 psi was tested on the pump, recording a pressure of t 34.83 psi, which is within the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The pump was retested on (B)(6) 2025. The 30 psi was tested on the pump, and it alarmed occlusion at 40 psi, which is within the acceptable range of 22 to 38 psi. Probable cause is the device being out of calibration. The 30 psi will require calibration to correct the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).